Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl. The pump setting for the maximum bolus was for 7 units and the required food bolus was for 8.8 units. Reportedly, the school nurse had not delivered the remaining 1.8 unit bolus. A bolus was delivered to address the bg level. A pump system check found no device issues.